Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went to the hospital on (B)(6) 2019 for a clinical follow-up. The patient reported that they had been feeling pain when the ins was turned on since (B)(6) 2019. The ins was interrogated with the clinician programmer and the impedance of electrodes 2 and 3 was high, 4000 ohms and 3000 ohms respectively. The rep programmed the ins in order to avoid the electrodes with high impedance, but the patient didn't feel the stimulation. It was noted that a revision would probably be scheduled. The lead was implanted more than 10 years ago according to patient information, which may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2019. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use. Additional information was received from the rep. It was reported that the serial/lot number of the lead and the implant date of the lead were not available. The revision had not yet been scheduled as of (B)(6) 2019.

Manufacturer narrative:
Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, please note, method code no longer applies to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the revised occurred. The extension was replaced and the issue was solved. The serial/lot number of the extension was not available as the physician discarded it. The implant date of the lead was in (B)(6) 2018. It was noted that this information was confirmed with the physician/account.